Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and noise. It was noted that an atrial lead warning had triggered approximately one year prior and there was "no reliable sensing or capture demonstrated in unipolar or bipolar modes." High and infinite impedance were also noted. The lead was programmed off and no further action is pending. No patient complications have been reported as a result of this event.